Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2016 to assess the test well images in question, on the testing instrument. Three (3) id305 test wells are known as e antigen positive (numbers 1, 3 and 6). All three (3) of these test wells yielding an unexpected negative output were visually negative. The immucor laboratory tested retention product on (B)(6) 2016, which performed as expected.

Event description:
On (B)(6) 2016, a customer site reported an unexpected negative antibody identification when using capture-r ready-ID when used on a galileo echo.